Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was no longer covering their area of pain. The patient had decreased therapeutic effects. The patient was given fentanyl 25mcg/hr patch and tramadol 50 mg as needed and reprogramming was attempted but was unsuccessful in (B)(6) 2013. Fentanyl was increased to 75mcg/hr and the patient was started on oxycodone 10 mg and lyriaca 75 mg twice daily in (B)(6) 2013. In (B)(6) 2014, oxycodone was stopped and fentanyl was decreased to 12 mcg/hr. Ten days later the fentanyl was increased to 25 mcg/hr. In (B)(6) 2014, the fentanyl was increased to 50 mcg/hr and the patient was started on percocet 5mg-325mg. The patient was to stop percocet and restart tramadol in (B)(6). In (B)(6), hydrocodone-acetaminophen 5mg/325mg was administered. X-ray taken in (B)(6) 2013 had revealed the lead had migrated. The patient had the lead revision delayed due to unrelated medical issues. Intervention involved surgical repositioning of the lead on (B)(6), 2014. The event was considered resolved without sequelae.